Event description:
Medtronic received information that approximately 4 years and 11 months following the implant of this transcatheter bioprosthetic valve, an unspecified valve failure was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the failure mode of the valve was aortic stenosis and aortic insufficiency. Subsequently, surgical aortic valve replacement was performed.

Event description:
Medtronic received information that approximately 4 years and 11 months following the implant of this transcatheter bioprosthetic valve, an unspecified valve failure was noted. No additional adverse patient effects were reported. Additional information was received that the failure mode of the valve was aortic stenosis and aortic insufficiency. Subsequently, surgical aortic valve replacement was performed. Additional information was received that there was moderate central aortic insufficiency.

Manufacturer narrative:
Updated data: b5. Third paragraph added d6b. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.